Event description:
(B)(4). The dealer reported that the ioh200 homefill oxygen compressor had water coming through the line in the hose and was choking the patient. There was no medical attention required / sought.

Manufacturer narrative:
(B)(4). The dealer reported that the ioh200 homefill oxygen compressor had water coming through the line in the hose and was choking the patient. There was no medical attention required / sought, and if we receive additional information regarding this event, this file will be revised, and a supplemental report will be submitted.